Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). Blank display due to moisture damage on the electronic assembly. Unable to download history files and traces due to blank display. Cosmetic damage was confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump, specifically a crack at the battery compartment, along with fluid exposure under the lcd display and in the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions and to place the insulin pump in storage mode. The customer understood the product replacement/return policy. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer response was that the device will be returned.